Manufacturer narrative:
Unit seated at the beginning of displacement test without reservoir due to moisture damage on fsr. Unable to confirm excessive no delivery alarm due to seating anomaly.

Event description:
Customer reported via phone call no delivery alarm on the insulin pump. Customer¿s blood glucose level was 192 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.